Manufacturer narrative:
This report is submitted on april 19, 2023.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023 in order to facilitate tumor surgery. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on (B)(6), 2023.